Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked case behind the pump near the battery tube compartment.

Event description:
Customer reported via phone call that the insulin pump had a big crack on back. Customer's blood glucose level was unknown. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.